Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included abdominal pain lower with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant) and pelvic pain ("essure caused me so much pain, hurts so bad"). At the time of the report, the pelvic infection and pelvic pain outcome was unknown. The reporter considered pelvic infection and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic infection, pai.n quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure caused me so much pain, hurts so bad') and pelvic infection ('pelvic infections') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included abdominal pain lower with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criterion medically significant). The patient was treated with surgery (surgery-09-mar.). Essure was removed. At the time of the report, the pelvic pain and pelvic infection outcome was unknown. The reporter considered pelvic infection and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic infection, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event pelvic pain upgraded to serious incident, seriousness intervention required marked for the event and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("essure caused me so much pain, hurts so bad"), pelvic infection ("pelvic infections") and medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of papanicolaou smear normal, vaginal delivery (3), surgery (1. Leep procedure. 2. Essure tubal sterilization procedure. 3. Wisdom teeth removal. 4. Cholecystectomy), dysmenorrhea, obesity, ovulation pain, pelvic adhesions, polymenorrhagia, ovarian cyst, dysplasia, parity 2, multi gravida, depression, flank pain (the patient presents with flank pain. The onset was just prior to arrival. The course/duration of symptoms is constant. The character of symptoms is achy and crampy. The location of pain at onset was left and flank. The location of pain at present is left and flank. Exacerbating factors consist of none. The relieving factor is none), painful intercourse and spotting vaginal. Previously administered products included: micronor for contraception and mirena, prenatal vitamins [minerals nos;vitamins nos], zoloft, flonase [fluticasone propionate], desmopressin, loestrin and salbutamol. Past adverse reactions to the above products included: cramping with mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1079 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic infection (seriousness criterion medically important). The patient was treated with surgery (surgery-(B)(6)./hysterectomy and laparoscopic-assisted vaginal hysterectomy. Bilateral salpingo-oophorectomy. Culdoplasty with colpopex). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal, pelvic infection and pelvic pain to be related to essure administration. The reporter commented: the right fallopian tube was then cannulated, and essure device released with 1 coil remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.53 kg/sqm. [Pathology test] on (B)(6) 2012: specimen(s) received: ectocervix clinical information: sterilization management. Final diagnosis: "ectocervix": - focal hpv effect. Margins free of dysplasia. Chronic cervicitis with reactive epithelial changes. Gross description: the cut surfaces are rubbery and grossly unremarkable.; on (B)(6) 2015: pathology: specimen: uterus, uterus, bilateral tubes and ovaries [ultrasound scan] (date unknown): workup for her dysfunctional bleeding and pelvic pain has been essentially negative in the form of ultrasounds. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic infection, pain and medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: -medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Indication added. Product start and stop date added . Event medical device removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included abdominal pain lower with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant) and pelvic pain ("essure caused me so much pain, hurts so bad"). At the time of the report, the pelvic infection and pelvic pain outcome was unknown. The reporter considered pelvic infection and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic infection, pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.